Event description:
It was reported that when going to remove indwelling catheter, balloon would not deflate. Staff made multiple attempts to reposition catheter and remove sterile water from balloon. Valve that sterile water was instilled into to inflate balloon had to be cut for balloon to deflate. Per additional information received via email on 11apr2024, it was reported that the affected lot was nghw0246 and there was no ill effect to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect alignment of valve assembly." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when going to remove indwelling catheter, balloon would not deflate. Staff made multiple attempts to reposition catheter and remove sterile water from balloon. Valve that sterile water was instilled into to inflate balloon had to be cut for balloon to deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when going to remove indwelling catheter, balloon would not deflate. Staff made multiple attempts to reposition catheter and remove sterile water from balloon. Valve that sterile water was instilled into to inflate balloon had to be cut for balloon to deflate. Per additional information received via email on 11apr2024, it was reported that the affected lot was nghw0246 and there was no ill effect to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. A potential root cause for this type of failure could be ¿incorrect alignment of valve assembly". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect alignment of valve assembly." The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when going to remove indwelling catheter, balloon would not deflate. Staff made multiple attempts to reposition catheter and remove sterile water from balloon. Valve that sterile water was instilled into to inflate balloon had to be cut for balloon to deflate.